Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that there was an alert heard. An interrogation was done and showed that the superior vena cava (svc) coil impedance on the right ventricular (rv) lead had spiked to more than 200 ohms. The alarms were programmed off and the lead remains in use. No patient complications have been reported as a result of this event.